Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within a malignant tumor during an esophageal stent placement procedure on (B)(6), 2011. According to the complainant, during the procedure, the stent was only able to be deployed by 1cm. Reportedly, the physician was unable to clearly visualize the radio opaque markers under fluoroscopy. However, there were no visible issues reported with the device. The patient's anatomy was not tortuous; however the anatomy was dilated prior to stent placement. The partially deployed stent was removed from the patient, and the procedure was completed with a non-bsc stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was intended to be implanted within a malignant tumor during an esophageal stent placement procedure on (B)(6) 2011. According to the complainant, during the procedure, the stent was only able to be deployed by 1cm. Reportedly, the physician was unable to clearly visualize the radio opaque markers under fluoroscopy. However, there were no visible issues reported with the device. The patient's anatomy was not tortuous; however the anatomy was dilated prior to stent placement. The partially deployed stent was removed from the patient, and the procedure was completed with a non-bsc stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 4 mm. During functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft was kinked at approximately 440 mm proximal to the distal tip. The four ro markerbands are correctly positioned as per specification. No other issues were noted with the device. Based on the evaluation conducted, no definitive root cause could be determined. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.